Manufacturer narrative:
(B)(6). Complaint conclusion: coil was returned severely damaged. The most likely root cause of the coil stretching during retraction was due to the coil becoming anchored. The circumstances of how and where the coil became anchored cannot be determined. In addition; without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
A micrusphere 10 platinum coil stretched during withdrawal. No additional information is available.